Event description:
It was reported by a customer complaint that the pt was treated by paramedics due to an incident of low blood glucose. The reporter stated that her blood glucose dropped to 41 mg/dl. Reportedly, the pt had a hypoglycemic incident. The paramedics were summoned; their meter gave a result of 36 mg/dl. The pt was treated on scene and not transported. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.